Manufacturer narrative:
Correction/removal number: 2531779-03/24/2010-003-r. The pump was returned to animas and evaluated by product analysis on 04/11/2011. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.